Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having muscle soreness near the ipg and could not feel stimulation. It was also noted that the patient¿s contacts were showing high impedances. The physician was not sure what caused the muscle soreness, but believed it could be the presence of the ipg. X-ray was taken and revealed lead migration. The patient underwent a revision procedure wherein the lead was replaced. Device malfunction was suspected as there was lead fracture. The patient was doing well postoperatively.